Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), after opening the heartstring 3.8mm product normally, the seal was attached according to the IFU, and after cutting the aortic, it was inserted into the seal hole. In the final graft stage, the seal was pulled to remove it, but it was not removed properly, so a new product was used and the surgery was performed again. The surgery was successfully completed. There was a delay of about 7-10 minutes. The surgery was successfully completed using a new product, and the patient's condition is stable.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 06/05/2025. An investigation was conducted on 06/10/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned outside the loading device with the blue safety lock off and the white plunger fully depressed. The seal and tension spring assembly was observed outside the delivery device. There were no visual defects observed on the intact seal or tension spring assembly. No measurements of the device were taken due to the presence of blood in the delivery tube. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem" was not confirmed. The lot # 3000436446 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.

Event description:
N/a.